Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The date of the reported event is unknown. If additional information becomes available, a supplemental report will be submitted.

Event description:
The customer reported distal end boot cover peeled off during reprocessing involving an olympus flex deflectable videoscope. There was no patient involvement.